Event description:
A nurse reported intermittent cutter performance issues resulting in a delay in procedure. There was no pt injury reported. Add'l info was received by the nurse indicating at the beginning of a posterior vitrectomy procedure, the cutter would not work. The probe was exchanged and the case was completed without further incidents.

Manufacturer narrative:
The probe is being returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).